Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the main keypad assembly connector was not fully seated. Physio replaced the main keypad assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device was unable to power on. There was no patient use associated with the reported event.